Event description:
It was reported to resmed (B)(4) that a system fault message was observed on an astral device indicating a software task fault. This event resulted in an alarm which notified the caregiver of the error messages. There was no pt injury reported as a result of this incident.